Manufacturer narrative:
The medwatch section d, device identification was updated. Relevant fields of sections d and g were updated. The customer had cleaned the electrodes and repeated qc, with all of the results passing. A field service engineer (fse) found fibrin on the vacuum nozzle of the ion-selective electrode (ise). The vacuum nozzle, sipper, and ise probe were replaced preventively. For verification, an ise check, qc, a precision check, and a patient comparison were performed and passed. The investigation is ongoing.

Manufacturer narrative:
Correction: the sodium electrode expiration date is 15-aug-2026. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable sodium electrode results from the cobas pro ise analytical unit for five patients. Two of the five patients also had questionable chloride electrode results. This medwatch will apply to the sodium electrode. Please refer to the medwatch with a1. Patient identifier (B)(6) for the chloride electrode. Patient 1's initial sodium result was 149.1 mmol/l, and the repeat result on another cobas pro analyzer was 136.1 mmol/l. Patient 2's initial sodium result was 156.0 mmol/l, and the repeat result on another cobas pro analyzer was 138.4 mmol/l. Patient 3's initial sodium result was 150.2 mmol/l, and the repeat result on another cobas pro analyzer was 137.2 mmol/l. Patient 4's initial sodium result was 156.5 mmol/l, and the repeat result on another cobas pro analyzer was 141.5 mmol/l. The initial chloride result was 118.7 mmol/l, and the repeat result on another cobas pro analyzer was 106.6 mmol/l. Patient 5's initial sodium result was 156.3 mmol/l, and the repeat result on another cobas pro analyzer was 142.3 mmol/l. The initial chloride result was 113.6 mmol/l, and the repeat result on another cobas pro analyzer was 102.6 mmol/l. The repeat results were deemed to be correct. The samples were repeated after a doctor called and noticed that the sodium results were running higher than usual, then later noticed the chloride results were higher as well.

Manufacturer narrative:
The cobas pro ise analytical unit serial number is (B)(6). The investigation is ongoing.